Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. No additional patient or event information is available.